Manufacturer narrative:
H10 the battery assembly was replaced during corrective maintenance per parts only under contract warranty. No further anomaly was reported. H11 g1: contact office information.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 22feb2021.

Event description:
Battery failure was reported. There was no patient involvement.